Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet bionic pancreas, including episodes following a potentially unannounced meal and after temporarily disconnecting from the system and administering a manual injection; the user also reported recent bent infusion cannulas and subsequently ran out of insulin, with plans to seek medical guidance from a healthcare provider. Symptoms included high blood glucose readings. Outcomes included prolonged out-of-range glucose without successful correction and no need for external assistance or medical intervention. Investigation included a review of device use and troubleshooting guidance, including a recommendation to replace infusion supplies. Investigation of this case revealed that the precise cause of hyperglycemia was unclear, with potential contributing factors including infusion site issues such as bent cannulas and possible missed meal announcement while the device was in use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.